Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
It was reported that post an aquablation procedure, the patient received a blood transfusion due to bleeding. The patient was discharged three (3) days post operation. No other clinical sequela was reported with the patient.

Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions related to the reported event. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for lot number: 19c00050 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on aquabeam robotic system, lot number: 19c00050, which confirmed that there were two (2) other similar events reported on this system. The aquabeam robotic system's instructions for use (IFU), part number: ifu0101-00 (us), was reviewed and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Bleeding is an anticipated perioperative risk of the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent successful aquablation procedure with the aquabeam robotic system. Procept received notification that the patient, post-procedural phase, received a blood transfusion. Bleeding is a potential risk of the aquablation procedure, per the aquabeam robotic system's IFU, part number: ifu0101-00 (us). The patient was discharged on (B)(6) 2019. No further sequalae reported. On (B)(6) 2019, the treating physician notified procept that the patient had lung cancer and was going to undergo chemotherapy in a week or two after the aquablation procedure. The treating physician noted that the patient's hemoglobin was at 7.1 g/dl or 7.2 g/dl and the treating oncologist requested that the patient receive one unit of blood, even though it was not needed, as the patient was to undergo chemotherapy.